Event description:
The customer reported to baxter (B)(4) of a 2 lead arthroscopic irrigation set where there was a restricted flow. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Visual inspection was performed and the results were satisfactory, all component were present, in the right position and complete. . Pressure test under water was performed. No flow/restricted flow was not detected in the sample. The defect was not confirmed. No additional information is available.